Manufacturer narrative:
Internal complaint reference: case- (B)(4).

Event description:
It was reported that when the oxi head was being impacted during a thr surgery, the black plastic tip of the femoral head impactor shattered into many pieces inside the patient. It took 30 minutes to remove the fragments from the wound (using forceps, fingers and suction), and place them back together to ensure no fragments remained in the wound. Surgery was resumed, with a 30 minutes delay. It is unknown how the procedure was finished. Patient was not harmed, and no further complications were reported.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that based on the information provided, the shattered pieces of the plastic black tip of the fmoral head impactor were removed from inside of the patient¿s wound using forceps, fingers, and suction. According to the report, the surgeon assembled them back together to ensure no fragments were retained inside of the patient. However, it was reported, ¿we cannot be 100% certain all the pieces were recovered since the plastic pieces are so small, they will not show up on x-ray.¿ subsequently, if any pieces of the black plastic tip are retained, they are comprised of polypropylene which is non-implantable. Therefore, if any of the pieces are retained inside of the patient, we cannot rule the possibility of local skin irritation, micro-motion/migration. Per the report, the surgery resumed with a 30-minute delay; however, it is unknown how the procedure was completed. Since there was no alleged harm to this patient, no further clinical/medical assessment is warranted at this time. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable, damage may occur during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.